Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).